Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two metallic structures measuring 2 and 4cm respectively'), embedded device ('metallic wire embedded within measuring 8.3 x 1.2cm.'), pelvic pain ('pelvic pain') and device expulsion ('essure removed from the uterine wall') in an adult female patient who had essure (batch no. A33670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included body mass index normal, abnormal uterine bleeding, hashimoto's thyroiditis, migraine without aura, endometriosis and ovarian cystectomy. Previously administered products included for an unreported indication: iud from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), the first episode of migraine ("migraines/headaches") and hypothyroidism ("complications w / hypothyrodism") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), the second episode of migraine ("migraines/headches") and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;levonorgestrel (seasonique), levothyroxine, topiramate (topamax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, depression, anxiety, weight increased, fatigue, hypothyroidism, the last episode of migraine and device expulsion outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and allergy to metals had resolved. The reporter considered allergy to metals, anxiety, depression, device breakage, device expulsion, embedded device, fatigue, heavy menstrual bleeding, hypothyroidism, pelvic pain, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: discremptency: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. Patient received treatments for pain, bleeding and allergic reaction. Left and right: 6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporters information were added. Lot no. Were added..medical history were added.rcc added.event:essure removed from the uterine wall were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two metallic structures measuring 2 and 4cm respectively'), embedded device ('metallic wire embedded within measuring 8.3 x 1.2cm.'), pelvic pain ('pelvic pain') and device expulsion ('essure removed from the uterine wall') in an adult female patient who had essure (batch no. A33670-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included body mass index normal, abnormal uterine bleeding, hashimoto's thyroiditis, migraine without aura, endometriosis and ovarian cystectomy. Previously administered products included for an unreported indication: iud from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), the first episode of migraine ("migraines/headaches") and hypothyroidism ("complications w / hypothyrodism") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and the second episode of migraine ("migraines/headches"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;levonorgestrel (seasonique), levothyroxine, topiramate (topamax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, depression, anxiety, weight increased, fatigue, hypothyroidism and the last episode of migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and allergy to metals had resolved. The reporter considered allergy to metals, anxiety, depression, device breakage, device expulsion, embedded device, fatigue, heavy menstrual bleeding, hypothyroidism, pelvic pain, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: discremptency: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. Patient received treatments for pain, bleeding and allergic reaction. Left and right: 6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Lot number reported a33670 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two metallic structures measuring 2 and 4cm respectively'), embedded device ('metallic wire embedded within measuring 8.3 x 1.2cm.') And pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included body mass index normal. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), migraine ("migraines/headaches") and hypothyroidism ("complications w / hypothyrodism") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;levonorgestrel (seasonique), levothyroxine, topiramate (topamax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, embedded device, depression, anxiety, weight increased, fatigue, allergy to metals, migraine and hypothyroidism outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered allergy to metals, anxiety, depression, device breakage, embedded device, fatigue, hypothyroidism, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6)2013, (B)(6)2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two metallic structures measuring 2 and 4cm respectively'), embedded device ('metallic wire embedded within measuring 8.3 x 1.2cm.') And pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included body mass index normal. Previously administered products included for an unreported indication: iud from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), the first episode of migraine ("migraines/headaches") and hypothyroidism ("complications w / hypothyroidism") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and the second episode of migraine ("migraines/headaches"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;levonorgestrel (seasonique), levothyroxine, topiramate (topamax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, depression, anxiety, weight increased, fatigue, allergy to metals, hypothyroidism and the last episode of migraine outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered allergy to metals, anxiety, depression, device breakage, embedded device, fatigue, hypothyroidism, menorrhagia, pelvic pain, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: pfs received. Event headache added, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two metallic structures measuring 2 and 4cm respectively'), embedded device ('metallic wire embedded within measuring 8.3 x 1.2cm.') And pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included body mass index normal. Previously administered products included for an unreported indication: iud from january 2016 to january 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), the first episode of migraine ("migraines/headaches") and hypothyroidism ("complications w / hypothyrodism") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and the second episode of migraine ("migraines/headches"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;levonorgestrel (seasonique), levothyroxine, topiramate (topamax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, depression, anxiety, weight increased, fatigue, hypothyroidism and the last episode of migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and allergy to metals had resolved. The reporter considered allergy to metals, anxiety, depression, device breakage, embedded device, fatigue, hypothyroidism, menorrhagia, pelvic pain, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: discremptency: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. Patient received treatments for pain, bleeding and allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of abnormal bleeding (vaginal, menorrhagia), pelvic pain and nickel allergy were updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two metallic structures measuring 2 and 4cm respectively'), embedded device ('metallic wire embedded within measuring 8.3 x 1.2cm.') And pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines/headaches") and hypothyroidism ("complications w / hypothyroidism") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and allergy to metals ("nickel allergy"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;levonorgestrel (seasonique), levothyroxine, topiramate (topamax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, depression, anxiety, weight increased, fatigue, allergy to metals, migraine and hypothyroidism outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered allergy to metals, anxiety, depression, device breakage, embedded device, fatigue, hypothyroidism, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received: reporters were added. Case become incident, previously added injury nos was replaced with pelvic pain and new events- complications hypothyroidism, abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, fatigue, device monitoring procedure not performed, weight gain, migraine/headache, nickel allergy , embedded device and device breakage were added. Event onset dates were added. Treatment drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.